Event description:
Tee during implant procedure indicated central insufficiency. The surgeon noted that it looked like the small leaflet was not able to close. The valve was removed and an smaller valve was implanted.